Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a single non-sustained ventricular tachycardia episode, a brief period of post-sense t-wave oversensing (twos) was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.